Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that a critical alarm, confirmed by telemetry, was occurring due to zero ml reservoir volume reached. The patient was currently in the hospital for other medical reasons not associated with the pump or therapy, missed a refill due to this, and now the pump was empty. The reporter did not remember the date the empty pump reservoir alarm occurred, and was unsure when the pump would be refilled, ¿possibly a few days from now.¿ the reporter noted he thought he had a printout of the pump status check but it had been left at the hospital. The patient was having no therapy issues at this time. It was unknown what drug the pump was being used to infuse. No intervention or outcome was reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.